Event description:
It was reported that during a central processing, the customer observed the power cable of the force bipolar instrument was cut. There was no patient involvement. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the reporter advised that there is no additional information available. The reporter also provided image of the defective instrument, which confirmed a broken conductor wire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A review of the provided image is consistent with the complaint of a broken conductor wire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a broken conductor wire at the force amplification pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis.